Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported left side "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional later reported, left side "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.